Event description:
It was reported that during a tlif spinal surgery the implant fractured a small amount upon impaction. (Levels implanted: 1). Fluroccopy appeared to confirm this as the radiographic markers appeared slightly distorted. Healthcare provider deemed implant stable and intact and left insitu. The implant broke and fragment of device was left inside the patient. Patient is alive and no complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.